Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 600 mg/dl. The customer received a no delivery alarm and his nurse was unable to clear it. He had a diabetic ketoacidosis. The customer was wearing his insulin pump at the time of the 911 call. The insulin pump's keypad was unresponsive. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the no delivery test due to button keypad anomaly. The insulin pump has cracked case at display window corner, reservoir tube lip and minor scratched display window.